Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up loss of capture was noted when it comes to the right ventricular lead. Pocket manipulation was done and no noise was seen. There was no issue with sensing or pace impedance measurements. The device was reprogrammed and a possible repositioning was planned. It was suspected there was an issue with the contact of the lead tip to the myocardium. No adverse patient effects were reported. Additional information noted that the lead was repositioned and remains implanted. High pacing thresholds were noted at the time the lead was repositioned.